Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and verified adjustments. Customer ran several plates to verify operation and the plates were run without error. The instrument is working as expected.